Event description:
It was reported to boston scientific corporation in 2008 that a resolution clip device was used during a esophagogastroduodenoscopy (egd) procedure for treatment of active bleeding. (Patient age, and weight are unknown). During the procedure, the clip would not come out of the sheath. The procedure was completed with another resolution clip device. There were no patient complications, and the patient's condition was reported as "fine."

Manufacturer narrative:
The lot number is unknown; consequently the manufacture and expiration dates of the device are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.